Manufacturer narrative:
The lead was returned due to patient death. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2025-16808. Related manufacturer reference number: 2017865-2025-16809. It was reported that the patient has deceased. The cause of death was ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) right ventricular (rv) and right atrial (ra) leads were explanted. No additional information was reported.